Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after rotoblading and pre-dilation, a promus stent was placed in the right coronary artery (rca). The physician then began working on the left side, but it was so tight that when the balloon catheter was placed in, it restricted the flow of blood and the pt became very hypotensive and the blood pressure bottomed out. The pt was given dopamine to bring the blood pressure back up. Finally, the physician got the vessel open by implanting a promus in the left anterior descending (lad) and everything looked great. When a final look at the rca was done, it was noticed that the promus stent had thrombosed distal to the stent edge. The physician thinks this happened because there was reduced blood flow when working on the lad, and that caused the thrombosis. This was treated with an aspiration catheter (2 passes); flow was restored, and another promus stent was placed distally. The outcome looked great. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - hypotension and thrombosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. In this case, it's possible that the hypotension is a secondary effect of the thrombosis which required ptci and medication. However, a conclusive cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.